Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm even after the battery was changed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Customer reported a high blood glucose of 500 mg/dl and no troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms.